Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that th right ventricular (rv) lead was fractured. During the lead extraction procedure the patient experienced a perforation of the superior vena cava (svc) and surgical intervention was required. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: other product: 5076-58 crdm non-defib lead, (B)(6) 2011; 5076-45 crdm non-defib lead, (B)(6) 2006; d224drg defibrillator, (B)(6) 2011. (B)(4).